Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/11/2004 and was last repaired on 01/21/2013 for a non-related issue. Evaluation of the device observed damage to the head and control bar. Prior to repair, the device ran within motor speed specifications and the leading edge of the control bar was flush with the master blade. The device was outside calibration specifications and side to side specifications only at the zero thickness setting. Repair of the device included replacement of the head, control bar, all four width plates, and standard repair parts. The customer's reported event was not reproduced during testing and, therefore, a cause cannot be determined. Improper handling by the user likely caused the damage to the head and control bar and lack of calibration at the zero thickness setting. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome handpiece's thickness adjustment mechanism was loose. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.